Manufacturer narrative:
(B)(4). Batch # p92t51. Device analysis: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, a tissue pad fell off of the harmonic harh36. The pad was retrieved and disposed of and a new device was open. The second device also had a tissue pad fall of during the procedure. The pad was retrieved and there was no patient consequence.